Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage of the electronic assembly.

Event description:
It was reported that the insulin pump was not functioning due to moisture. Troubleshooting was performed, and water underneath the display was observed. No further information was provided.